Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
I was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed during a replacement procedure performed on (B)(6) 2019. According to the complainant, during the replacement, when the device was extended using the obturator, the internal bolster detached inside the stomach. Reportedly, there was difficulty retrieving the detached bolster; however, eventually it was retrieved. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.